Manufacturer narrative:
To date the device has not been returned from the user facility for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation. Devices has not been returned.

Event description:
It was reported that during use of the y-knot all suture anchor in a shoulder arthroscopy slap repair procedure on (B)(6) 2013, the tip of the fork on the driver/inserter broke off. The surgeon discovered the broken tip through a CT scan during surgery and the broken tip was successfully removed. Another anchor (hf13a) was used and other than a 2 minute delay, the procedure was completed as intended with no further complications or patient injury.

Manufacturer narrative:
Conmed received a broken driver/inserter for evaluation. Visual inspection of the returned driver confirmed the reported breakage and found one of the tines had broken off and the broken fragment was not returned. The exact cause of the breakage was unable to be determined. However, evaluation of similar complaints revealed a possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. Based on this finding, it is believed that the most likely cause of the driver breakage is user related, and a probable result of misuse. This device was manufactured on november 16, 2012 in a lot of (B)(4) units. There were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported problem. There is one other complaint from the same customer for this item and lot number with a different failure mode. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This is a newly released device, which is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of breakage and injury to the patient, the product instructions for use (IFU) provides the following cautions: exercise care in the use of the device to minimize side and/or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use.